Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was not working. A technical support specialist dialed into the station and logged in as carefusion(cfn)admin. Took the station down and accessed control panel, devices and printers, locating the label printer. Checked the print queue and confirmed no pending jobs. Following knowledge article (ka) "labels not printing on remove at a station", reconfigured the printing preferences properties. Opened services.msc and restarted the print spooler service. Printed several test pages successfully. Rebooted the station and requested the user to print labels. Customer confirmed the printer was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra label printer was not working and was printing blank labels. The customer rebooted the device and attempted recovery; however, the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.